Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 428 mg/dl and 418 mg/dl. The customer was treated with insulin shot and insulin pump and the customer¿s blood glucose came down to 136 mg/dl. The customer reported insulin pump received insulin flow blocked alarm and the issue was resolved by complete set change. The insulin pump will not be returned for analysis and reservoir will return for analysis.